Event description:
It was reported that the right atrial lead had "no capture." Further reported was the patient developed a pocket infection. The device and leads were removed and will be replaced after the infection is "corrected". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) -the partial lead was returned in segments to the manufacturer, analyzed and tested out of specification. The outer insulation had a breached depression. The outer insulation had cosmetic depression; and the proximal conductor had blood/body fluid (not obstructed).